Manufacturer narrative:
Concomitant medical products: 5071-53 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their cardiac resynchronization therapy pacemaker (crt-p) is "crapping out after not even 4 years." The device remains in use. No patient complications have been reported as a result of this event.